Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the right side fork stem was loose never tighten, this is how it was bent.